Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-29614 regarding this event.

Event description:
The customer called and reported experiencing low blood glucose over the course of a week. Customer cited low blood glucose levels of 31, 46 and 54 mg/dl. She treated with glucose tablets. The customer was having troubles with asthma and was taking steroids. The insulin pump will not be returning for analysis at this time.